Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient came to the emergency room because her pump was beeping. An alarm was heard by no physician programmer was available. It was later reported the low reservoir alarm occurred and per the patient the critical alarm. The patient used about twice the amount per her patient activated (pa) doses then usual. Troubleshooting performed included interrogating the pump and results showed no medication in the pump. The pump was filled with 10 ml if fentanyl by the clinic's pharmacy. The pump was reset by the hcp so the alarm would turn off. The medication was ordered to refill the pump the next day. The hcp found 4ml in the pump when they emptied it on (B)(6) 2016. It was noted there was no symptoms experienced related to the alarm but later the patient thought she felt nauseated. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.